Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a newly deployed pump charger did not function out of the box, and the patient was provided a substitute charger to enable charging while a replacement was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and logistics verification of a replacement shipment. Investigation of this case revealed a nonfunctional charger consistent with a device component malfunction of the external power/charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the charger.